Event description:
Pt reported there was a black mark on the display of the infusion device, and the mark had been there for a while but was becoming worse. It was reported the mark did not affect the pt's ability to read the insulin delivery amounts. The infusion device had also displayed a few e7 electronic errors. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval. It was found the display was broken due to a mechanical impact and that it could lead to misinterpretation of the insulin delivery amounts. One e7105 error was found in the history.